Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Initial bootup was successful, the backlight was functioning, and the screen output was acceptable. The screen was left on overnight with no apparent loss of the backlight or display. The unit operated as expected. Per the service manager, the unit was scrapped. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found that the central control monitor (ccm) turned on upon arrival. A review of the data logs suggested that there was an issue with the backlight. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display was blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.